Event description:
Reporter alleged when inserting new batteries into the blood glucose monitoring device, there was a puff of smoke, a few sparks, and what seemed to be "dust" every inside the battery wall of the compact system. The location of the alleged incident was not provided. As a result, no actions were taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.